Manufacturer narrative:
This complaint was reviewed and evaluated based on the convatec severity rating risk management process defined as life threatening, or may result in death or disability of patient, user or other person. It is reported that the doctor reported death because of patient's primary disease and therefore is not related to the use of the flexi-seal product. Medical treatment of the patient is reported as follows: patient was hospitalized to ER because of shock condition (suspected bowel cancer, sepsis, mods). The fms device was inserted on (B)(6) 2013 due to heavy diarrhea and abdominal pain. The next morning of insertion, patient reported abdominal pain. The flexi-seal was then removed on (B)(6) 2013 in order to perform CT scan. Results of the CT scan showed perforation of the bowel. An investigation request has been sent to the manufacturer on (B)(6) 2013. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. Both potential manufacturing site numbers are listed below. A return sample for evaluation is not expected.

Event description:
Information received via complaint form indicates as follows: "perforation of the bowel."